Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to c615 component was shorted causing f600 to become open. The root cause for the shorted component could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor will not power up.